Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had inadequate wound healing at the lead incision site and acquired an infection. The patient had a revision of the leads, was given oral antibiotics, and had daily wound washing. Subsequently, the physician explanted the device. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered after the surgery.